Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post implant the right ventricular (rv) pacing impedance increased from 940 ohms to 1500 ohms, at that time the rv lead threshold measurements were still acceptable at below 1 volt. It was noted the patient experienced cardiopulmonary arrest and was in asystole, then went into ventricular fibrillation (vf) as there was rv loss of capture (loc). It was noted that the auto capture feature in the pacemaker was programmed on. The patient was brought into surgery where a temporary pacemaker was placed and the patient became stable. A heart catheter procedure was performed and determined the patient had not suffered myocardial infarction. Fluoroscopy showed that the rv lead remained in the same implant location. Following the fluoroscopy, the rv lead threshold measurement was noted to have increased to 5 volts and another echocardiogram was performed. At this time the patient's ejection fraction was observed to have increased to 30 percent from previously normal. Subsequently the physician opted to electively explant the pacemaker and rv lead and implant a bi-ventricular implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. It was noted that the rv lead was discarded by the hospital staff and will likely not be returned.